Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced the area of insertion was irritated prior to insertion on (B)(6) 2026. The blood glucose level was high, and the patient went to emergency room and was treated with saline only.